Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the endotracheal tube was found to be leaking during rounds. The cuff was re-inflated while in the patient but deflated again. Due to this, the endotracheal tube was removed and high flow oxygen therapy was given. The patient breathed 23 times and the pulse oxygen was above 97%. The customer states that there were no adverse effects on the patient. The endotracheal tube that was removed from the patient was tested and the air leak was found. The tube was then discarded.